Event description:
It was reported the patient experienced no stimulation sensation. The patient additionally stated that the stimulation turns off without warning. No further symptoms or outcome were reported.

Manufacturer narrative:
(B) (4).